Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no. Is (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between a minicap extended life pd transfer set and the patient¿s titanium adapter leaked. The patient identified this issue at home during use of devices for peritoneal dialysis therapy. The transfer set was replaced. A new product was replaced to continue the treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.